Manufacturer narrative:
Date sent to FDA: 7/12/2019.

Manufacturer narrative:
Date sent to FDA: 08/27/2020. Additional narrative: it was reported that following the surgery the patient experienced discomfort. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic incisional hernia repair on (B)(6) 2011 and mesh was implanted.  She experienced abdominal pain and nausea post-operatively. On (B)(6) 2015 she had surgery to remove intrabdominal adhesions, and had an umbilical hernia repair. No additional information was provided.

Manufacturer narrative:
Additional information.